Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Section e: establishment name - full name of the establishment is (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that "bacteria were detected from endoscope". It is unclear what kind of bacteria was detected. The issue was found during a routine culture of the scope (reprocessing). In addition, per reported, dishwashing detergent is used for the initial wash. The brush used was deteriorated. According to the report, the device was not used on patients. There was no patient involvement, no injury reported due to the event.